Event description:
The complainant has reported that a male pt underwent a colonoscopy procedure involving a biopsy using radial jaw 4 biopsy forceps device. It was reported that the physician took a biopsy sample in the left colon and noticed bleeding from the biopsy site. The physician injected epinephrine in order to treat the bleed. The colonoscopy/biopsy procedure was completed and the pt was sent to recovery. No device failure was reported; however, the pt experienced subsequent abdominal pain. A CT scan was performed and no free air was noted, so the pt was discharged to home. However, it was further reported that the pt was readmitted later in the evening on the same day for abdominal pain and fever. A second CT scan was performed and was positive for air in the abdomen, indicating a perforation. "The pt was then taken to surgery and a hemicolectomy was performed to repair the perforated area. The pt is recovering fine."

Manufacturer narrative:
Evaluation codes: conclusions- device not returned, an evaluation will not be performed, device discarded, unable to follow-up, no conclusion can be drawn (for root cause regarding suspect device). The lot number involved was not reported; however, a sap/sales search found lots sold to this customer in the period of 10/01/06-04/04/07 (6 months). All dhrs were performed and no anomaly was found in any of the batches (8943629, 8990186, 9017283, 9027741, 9036911, 9183775, 9189011, 9315816, and 9390447). A similar complaint review found that there are no more complaints reported for lots 8943629, 8990186, 9017283, 9036911, 9183775, 9189011, 9315816, and 9390447. Three complaints were received for lot number 9027741: 2 reported bleeding (labeled for rj4 forceps) and 1 reported 'unable to close'. These three complaints were reported by 2 different customers. Review of the info revealed there are no negative trends for this complaint mode at this time.